Event description:
According to user facility medwatch report; "pt presents with the complaints of burning pain in neck radiating into both shoulders; and at times down both arms. Has had physical therapy for past three months without good results. Pt is now admitted for an "acdf c4-5", removal of plate; iliac osteotomy and the possible use of halo brace. Surgery on 3/26/1999 revealed no evidence of a fusion at "c4-5" level. Surgery reveals a broken codman screw at the "c6" level in the vertebral body. (Shank portion of codman screw was found broken.)